Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve (ID 823842) has been returned for evaluation. Device history record (DHR)- the product code 82-3842 with lot 4138401, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected: no defects were noted. The position of the cam when valve was received was 70mmh2o. The valve was hydrated. The catheters were irrigated no occlusions noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. As seen in the investigation report no functional issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID (B)(6)) was implanted via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. At the outpatient in april, pressure setting was not stable (it was possible to change the setting, then it was not possible). A shunt failure was suspected therefore, the valve was removed and replaced with a certas small (catalogue#: unknown) via ventriculoatrial (va) shunt on (B)(6) 2023. According to information provided, it is unknown if the patient presented with signs and symptoms related to valve malfunction.